Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 397 mg/dl and high aic levels. Cause of bg was not known. During a follow-up, it was reported that the customer was not performing the proper air removal process resulting in air within the cartridge tubing causing elevated bg. The customer received additional pump training to address the issue. Reportedly, the customer continued to use the pump for insulin therapy.